Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, there were episodes of low pacing impedance and noise that resulted in oversensing and pacing inhibition on the right ventricular (rv) lead. No intervention has been performed at this time. Patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.